Event description:
On (B)(6) 2013, the pt was implanted with a conformable gore tag thoracic endoprosthesis to treat an infrarenal abdominal aortic aneurysm. A contralateral leg component was also implanted 3 cm above the aortic bifurcation and extended into the common iliac artery. During ballooning of the tag device, the aorta ruptured. It was reported the rupture was either due to over inflation of the balloon or ballooning in the pt's friable aorta. An aortic extender component was implanted in an attempt to repair the rupture, but ballooning of this graft reportedly resulted in more bleeding. At this point, the physician elected to convert the pt to open repair and treat the rupture surgically. It was reported the pt tolerated the open conversion procedure with no further adverse events being reported.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. The root cause of the aortic rupture could not be determined with the provided info. Refer to the following medwatch numbers for info on additional devices involved in this event: #2017233-2013-00331 - conformable gore tag thoracic endoprosthesis; 2953161-2013-00075 - gore excluder aaa endoprosthesis.